Event description:
Philips identified a software defect in intellispace cardiovascular system where the customer is encountering an issue where the user was unable to fetch archived reports. No adverse events or patient harm were reported in the complaint ((B)(4)). Philips is currently updating the risk management matrix for the intellispace cardiovascular product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed. As such this complaint is assessed as reportable.